Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a company representative (rep) regarding a patient receiving intrathecal bupivacaine 5 mg/ml at 1.3 mg/day, prialt 4 mcg/ml at 1 mcg/day, and unknown baclofen 300 mcg/ml at 75 mcg/day via an implanted pump for an unknown indication. It was reported a pump motor stall with a code (03) was in the logs. The patient did not recently have an MRI. The event date was (B)(6) 2020. Additional information was received on 2020-jan-10 indicated the pump was replaced today {(B)(6) 2020} and sent to pathology. The rep noted that they would like the pump returned so it could be sent for analysis. The patient had experienced withdrawal. Troubleshooting resolved the reported issue. No further complications were reported/anticipated or expected.